Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu board was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error that results in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00721 is being filed to correct the block b3 incident date from (B)(6) 2023 to (B)(6) 2024.